Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. After visual examination, complaint is confirmed. It was observed that one of the tabs was snapped off from the screwdriver tip. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During case support of complaint reported under (B)(4) it was noted that some instruments are very worn and need replacing, the account has had no rep support for 2 years so the kit is in the need for some items to be replaced. Ref 230792003 lot 52521 ¿ screw driver missing one of tabs. Ref 230792004 lot 525046 ¿ updating screwdriver as whole. Ref: 230760138 lot 5244581 ¿ items very scratched. Ref 230760142 lot ? - items very scratched. Ref 230738309 - items very scratched. Ref 230742506 - items very scratched. Ref 230742409 - items very scratched. Ref230738409 - items very scratched. Ref 230743406 - items very scratched. Ref 230738 406 - items very scratched. Ref 230742403 - items very scratched. Ref 230738403 - items very scratched. Ref 230738303 - items very scratched. Ref 230742303 - items very scratched.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.